Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder detached from the needle during phlebotomy. The needle was left hanging in the vein. No additional impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 368835; lot/batch #: 3296785. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing by drawing 6 vacutainers with water and the issue of hub-holder separation was not observed. The device history records were reviewed with no issues being identified and there were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of hub-holder separation with the attached photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder detached from the needle during phlebotomy. The needle was left hanging in the vein. No additional impact reported.